Event description:
It was reported that during a pph procedure, the device could not fire completely. It was completed by additional suture. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.